Manufacturer narrative:
Device evaluation: no photographic/diagnostic evidence of complaint provided by the customer. No product sample was received; therefore, visual and functional testing could not be performed. Due to the lack of failure information ("error alarm"), no most probable cause could be determined. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: additional contact information: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an alarm. Per reporter troubleshooting was unable to resolve the alarm. The reported rate was 0.5 ml/hr, with 14.25 ml given and 6.8 ml remaining. No adverse patient effects were reported. Per reporter no additional information is available.